Event description:
Customer reported via phone, she has been experiencing low blood glucose of 36 mg/dl. She was sleeping and she woke up due her freezing, sweating, and not feeling well. Customer's blood glucose was 36 mg/dl, treated with four glucose tabs and current blood glucose was 71 mg/dl. Customer declined troubleshooting and stated she will call back if she required further assistance. The customer is not returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).